Manufacturer narrative:
The evaluation lab subjected the power supply to extensive testing, and did not find any problems with the power supply, except that the power sypply was extremelly dirty, and had a dent in the metal casing. The power supply tested to specification. The dirt in the power supply may have caused or contributed to the 9908 error code, but this was not confirmed by the evaluation lab. The age of the power supply (11 yrs old) may have also been a contributing factor. The service history shows that the reported problem has not recurred, and is believed to be an isolated event. The complaint is closed with no further action planned. Reference evr-19970425.

Event description:
The field rep states the clinician claims that while the vent was on a pt it went into back up ventilation with audible and visual alarms activated. The vent was disconnected from the pt and the pt was bagged. There was an effort to reset the ventilator with no results. During the time the pt was bagged, the pt coded and subsequently expired. The respiratory director had stated that the ventilator did not cause or contribute to the death of the pt. The field rep ran a quick extended self test on the vent which had passed. In memory there was a 9908 error code.